Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis with the stent protector. A visual and microscopic examination found that the stent had detached from the device and was not returned. It could not be determined when or how the stent had dislodged from the device. The bumper tip of the device showed no signs of damage. The stent protector was shoved over the balloon as-received. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 07-jun-2016. It was reported that crossing difficulties were encountered. The >80% stenosed target lesion was located in the left anterior descending (lad) artery. After a non-bsc guidewire crossed the lesion, predilation was performed using a non-bsc balloon. A 3.00mmx12mm promus element¿ plus drug-eluting stent was advanced for treatment, however the stent failed to cross the lesion. The lesion was again dilated at high pressure. Another stent was deployed. Post dilation was performed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent dislodgement.